Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transfusions and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be determined through this evaluation. It was reported that during implant on (B)(6) 2017, the patient received multiple transfusions of platelets and frozen plasma. The account reported that the event was not device-related. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications if there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple transfusions of the platelets and frozen plasma given in the operating room. During the implant the patient received 4 units of fresh frozen plasma and 10 units of platelets.